Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon withdrawal difficulties occurred. The physician predilated the proximal diagonal artery of the left anterior descending artery (lad) with a 2.0x20mm apex balloon. The physician then deployed a 2.25x24mm taxus liberte drug eluting stent (des) in the diagonal artery; however, the physician felt that the stent was stuck on the balloon of the stent delivery system (sds). The physician moved the balloon back and forth trying to get the stent to come off of the balloon. The physician was eventually able to remove the balloon from the deployed stent. The physician then post dilated the stent with a 2.0x20mm non bsc balloon. It was noted that a 2.25x30mm non bsc stent was also implanted in the lad. The procedure was completed with no pt complications reported. The pt's current condition is listed as "stable."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).